Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1ml of juvederm® voluma¿ xc in the cheek and one week later injecting 1 ml of juvederm® voluma¿ xc in the midface area. One week later, the patient began experienced "swelling, tenderness" and a "palpable lump." The patient was advised to take benadryl, tylenol, and ice the area. 2 weeks later the patient came into the office and noted "swelling, tenderness," and "edema" at the right tear trough. The patient was prescribed a medrol dose pak for 7 days but the patient was still experiencing swelling/ inflammation, which had also caused a lymph node in the patient's neck to swell. Therefore, the patient was put on a longer steroid course along with a 30 day antibiotic. A week later the patient was put on prednisone 30mg for 5 days, then 20 mg for 5 days, then 10 mg for 5 days along with doxycycline 100mg for 30 days. 2 weeks later, the patient had their first session to begin dissolving the filler. After two weeks the patient had a second session to dissolve the filler and 4 days later a final session. The events are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03379 (allergan complaint (B)(4)). This MDR is being submitted for the second injection of suspect product, juvederm voluma with lidocaine.